Event description:
It was reported that two cervical screws have backed out of the cervical plate. One screw has backed out 6mm and the other 2mm ventral. The pt underwent additional surgery to remove the plate and screws. Fusion was complete and the hardware was not replaced.

Manufacturer narrative:
The device has been returned to medtronic. Eval is in progress.